Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that duplicate medication ids causing item visibility issue. The technical support specialist (tss) informed that customer disabled non unit dose medication in genesis, resolving duplication and restoring correct item mapping. The tss compared the inventory of the station and followed the knowledge article med not showing on station in override mode to address the issue. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medications were displayed as grayed out despite having an active order associated with them. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.